Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was still in the shipping tube when received. The device was inspected for any damage or irregularities. The renegade showed damage in the form of a stretching and a fracture located 1.7cm from the hub. The device was not completely separated, the inner liner was still attached. The shipping tube was hydrated, and the device was removed. The device showed multiple small bends and kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the tip of the microcatheter had detached. A 135/10 renegade hi-flo kit was selected for use on the liver. During the procedure, the physician opened the microcatheter and found the tip of the microcatheter had detached and could not be used. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the tip of the microcatheter had detached. A 135/10 renegade hi-flo kit was selected for use on the liver. During the procedure, the physician opened the microcatheter, and found the tip of the microcatheter had detached, and could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.